Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was observed on the electrograms and at device classified termination of events, the arrhythmia appeared to continue. The ra lead remains in use. No patient complications have been reported as a result of this event.